Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7139724.

Event description:
It was reported that the stimulation coverage was left sided; however, the patients pain was mostly right. Coverage was obtained with programming but at the expense of a significant charge burden daily. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.